Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis nurse reported that the patient passed away on (B)(6) 2016 due to cardiac arrest in the hospital. The patient was in the hospital due to congestive heart failure (chf) and has a history of cardiac issues and passed away in the hospital. Further information was solicited but not made available.